Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (over 600 mg/dl). Customer was given intravenous insulin, fluids, and insulin injections, and was released from the hosp the same day.